Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's wife reported that the patient had developed a blister under the back electrodes. During a follow up, the patient reported that there was some improvement on the skin condition but that his skin was still raw in places. There is no indication that the patient received medical intervention. The final medical outcome of the open blister is unknown.